Event description:
Healthcare professional additionally reported "acute painful seroma of the right breast after a prolonged hot bath in sauna" confirmed via MRI. Ultrasound guided aspiration yielded 600 ml of serous fluid which was found to be cd30 positive and alk negative. Affected side is right. The device has been explanted and not replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Date of alcl diagnosis: (B)(6) 2020.

Manufacturer narrative:
Article citation: adreleanu, valeriu, paunica, stana, serban, dragos, et al. Associated anaplastic large cell lymphoma (bia-alcl) with silicone breast implants. Romanian biotechnological letters. 26. (2021); 2302-2311. The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cd30(+), alk(-) alcl.

Event description:
Through journal article "associated anaplastic large cell lymphoma (bia-alcl) with silicone breast implants" the authors aim at adopting a unitary diagnosis and treatment protocol for all plastic surgeons. And to propose a national protocol to follow and also to argue its choice." The first case of bia-alcl was diagnosed in romania with a patient with allergan natrelle inspira implants in dual-plane technique, and implants mounted 5 years ago." Cd30+ and alk- confirmed. Device status unknown. Side unknown.